Event description:
It was reported that during the implant attempt the lead caused stimulation of the diaphragm and had poor capture. The lead was removed and an epicardial lead was planned to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).